Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rean0802 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
On (B)(6) 2014 - per (B)(4), facility reported that on (B)(6), a bard 3 fr power PICC sv catheter was inserted in a patient. The line was inserted without any complications on first attempt. The patient had her morphine pca and was given IV versed 1 mg twice and sq lidocaine 1% as a local. After the guidewire was removed, the nurse flushed the line with around 2-3 cc of normal saline that had been packaged on the outside of the kit. Expiration date of the normal saline was 12/31/17. Within 30 seconds, patient's face, upper chest, and arms turned bright red. Nurse took blood pressure at that time (1828). Heart rate was around 100. When asked, the patient first said that she didn't feel any different. On second inquiry, patient said that her face felt slightly puffy and slightly tingly. Flushing and tingly feeling resolved within 60-90 seconds without any intervention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a reaction to the saline was inconclusive, as the clinical setting could not be adequately replicated, and no failure could be determined during the lab investigation. The implicated and returned product was a sodium chloride solution from a 3 fr power PICC sv kit. The lot number returned with the packaging was rean0602. The returned product was a 6 ml syringe labeled ¿lidocaine hcl¿ with 1 ml of fluid and a 12 ml syringe labeled: ¿0.9% sodium chloride¿ with 5 ml of fluid. The fluid was transparent in appearance. The expiration date on the prefilled syringe was 2017-12-31. The lot number labeled on the syringe was kh04263. The syringe was manufactured by (B)(4). A potential cause of the failure is the catheter tip contacting the right atrium of the heart during infusion.